Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 4092 implantable pacing lead, (B)(6) 2001, 4568 implantable pacing lead, (B)(6) 2001, 5866 implantable lead adapter, (B)(6) 2007, c154dwk implantable defibrillator, (B)(6) 2007, 2187 implantable pacing lead, (B)(6) 2005, 6726 implantable lead adapter, (B)(6) 2005, 6949 implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed; analysis revealed a flex fracture of the right ventricular defibrillation conductor.

Event description:
It was reported that during a routine device change out, when the superior vena cava (svc) portion of the right ventricular lead was connected to the new device, high impedance was noted and the physician stated there was a possible lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.